Event description:
The patient received two leads (with the same lot number) on (B)(6) 2010. It was reported one of the patient's leads had invalid contacts. Since implant, it was reported the patient had fallen multiple times, and had lost (B)(6). The physician believed the lead had migrated. The physician replaced the lead to address the issue.

Manufacturer narrative:
Results: complaint was confirmed. As received, all the wires were broken at approximately 8 cm from the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.